Event description:
It was reported that the t:connect logbook was duplicating bolus and carb data. There was no impact to the impact.

Manufacturer narrative:
If the device is received for evaluation or new information becomes available, a follow up report will be submitted.